Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. Patient history included non-malignant pain, post lumbar laminectomy syndrome, and spinal pain. The patient stated that her pump "quit working all together". The patient could not remember any details. No patient symptoms were reported. Additional information has been requested but was not available at the time of this report.